Event description:
Sorin group received that during setup for procedure, when the level sensor monitor alarmed, the s5 roller pump did not stop. After power cycling the pump, the level monitored worked correctly. The system worked properly during the entire case. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during setup for a procedure, when the level sensor monitor alarmed, the s5 roller pump did not stop. After power cycling the pump, the level monitored worked correctly. The system worked properly during the entire case. There was no pt involvement. The investigation is on-going. A follow-up report will be sent when the investigation is complete.